Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The cause of this event was determined to be customer handling of sample tubes. The customer was contacted regarding proper handling of sample tues, not placing taller sample tubes into racks dedicated to be used with shorter tubes, and pouring short samples into sample cups for testing.

Event description:
The user stated they were receiving questionable total protein results on their cobas c501 (serial number (B)(4)). The user was able to provide data for ten patients. Of that data, there were two discrepant total protein results reported outside the laboratory. All repeats were performed on (B)(6) 2011 and sent out on corrected reports. The first patient had an initial result of 8.7 g/dl. The repeat result was 7.0 g/dl. The second patient, a male born on (B)(6), had an initial result of 1.6 g/dl. The repeat result was 6.9 g/dl. There were no adverse affects to the patients as a result of this event. The user declined a service visit. The user believed the problem was caused by a faulty probe that may have been partially occluded by gel. He changed the probe and there have been no further issues.